Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a image acquisition system (ias) computer was corrupt and replacing the computer resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system displayed "system booting please wait" for over 10 minutes. Rebooting the system did not resolve the issue. When site attempted to log into remote desktop a cannot find the remote computer message was displayed. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect computer has been received by the manufacturer for evaluation. The reported issue was confirmed. Image acquisition system (ias) computer booted os on the bench. Virus scan performed. An error relating to sql data corruption or log file does not match the date file occurred initially in imaging system. D drive was formatted and loaded software. Following software reload, the system readied and functioned as expected. 2d and 3d imaging were successful. Multiple instances of corruption indicate failing hard drive.